Manufacturer narrative:
Reshape lifesciences received medwatch (B)(4) on november 29, 2018 for this complaint.

Event description:
The balloon was inserted on (B)(6) 2018. During the routine removal on (B)(6) 2018, the needle did not retract back into the plastic housing after puncturing the proximal balloon. The physician opened a new removal tool to defate the distal balloon.